Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the cause for leak and physical sticking cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leak in the lock lever. It was reported that during preparation of the clip delivery system (cds), when attempting to bleed the lock lever cap, it could not be opened. The cds was placed on the back table and the cap was able to be opened, therefore another attempt was made to prep the device however a leak was noted at the lock lever. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.